Event description:
It was reported that the sterile package had a defect to the tyvek. Device was not used on a patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received inside of the sterile package. During the visual inspection damage was noted on the right edge of the tyvek and blister. The package was opened and it was noted the seal was open at the damaged area; therefore the sterility of the device was compromised. It is possible that the damage could have been caused per our manufacturing process.